Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared.